Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging his onetouch ping meter was reading inaccurately low compared to a hospital lab reading. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported 12 hours prior to the alleged issue occurring he had symptoms of ¿throwing up and dehydrated.¿ the patient reported on (B)(6) 2014 at 7:15pm readings of ¿180mg/dl¿ on the lfs meter and ¿245mg/dl¿ on a hospital lab reading were obtained. The patient reported using insulin pump therapy to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2014 he was seen in the emergency room(ER) and treated with IV fluids. It is unclear if the patient was also treated with insulin. During the time of troubleshooting the cca confirmed the patient was using an approved sample site for testing. The patient¿s test strips and test strips vial were in good condition. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue he required treatment from a healthcare professional.

Manufacturer narrative:
Follow-up # 2 ¿ (11/04/2014). The patient¿s meter has been returned on 10/17/2014 and evaluated by lifescan product analysis on 10/22/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 04/30/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (03/28/2014), the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where error 5 was observed during control solution tests. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.